Event description:
2005 the axsym analyzer generated negative results with axsym toxoplasma igm lot 24124m200 (0.46 index value). The following month the patient was tested again and positive axsym toxoplasma igm results were obtained (0.73 index value). The sample from a month earlier was repeated and the results were positive (0.76 index value).